Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit makes a beeping sound when turned on.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and confirmed problem that unit would power up with high pitch alarm.  Fse disassembled the unit and checked for led codes on main pcb, found aa, fa, and f0.  To fix the issue fse disassembled the unit removed and replaced video generator board, but pump was still alarming. Fse removed the new board and tried a second new board, but problem was still persistent.  Again fse returned with parts and replaced the executive processor board and loaded b.17.  The pump is now powering on without any issues fse proceeded to performed a full pm check but found the unit had an autofill failure.  After some troubleshooting fse found the issue to be the fill manifold assembly.  Fse removed and replaced this part and performed a full pm check.  Unit was also due for safety disk replacement, customer provided po for safety disk fse performed all pm checks and calibrations, unit has passed all test and is now ready for clinical use.